Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely low sodium (na) test result was obtained on an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to inspect the instrument. The cse performed the total service call on the instrument. The cse also performed the following alignments: sample probe to dilution tray, sample probe to reaction tray, the reagent mixer 1 height and the reagent mixer 2 height alignments. The cse also repaired a hydraulic problem with the dilution cuvette and reaction cuvette wash system. Cse performed a precision run and all results were within acceptable limits. The instrument passed internal quality control (qc) and was returned to customer. The cause of the discordant, falsely low sodium test result was a hydraulic issue with the dilution cuvette and reaction cuvette wash system. The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
A discordant, falsely low sodium (na) test result was obtained on an advia chemistry xpt instrument. The initial result was released to the physician(s). The same sample was repeated on an alternate advia chemistry xpt instrument giving a higher test result. A corrected test report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium (na) test result.